Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2024, the patient¿s betabionics cds did a house visit with the patient and afterward the patient called the cds to say she was having a hypoglycemic event and asked for her to return for help. However, the cds was in a meeting and unable to go back and assist the patient. Betabioinics technical support called the patient and the patient¿s daughter answered stating that they were trying to get the ¿dexcom app back up and running¿ and did not need their assistance at this time. No further information was provided on what the issue with the patient¿s dexcom app was. Upon follow-up with the patient on (B)(6) 2024, further details of the patient¿s hypoglycemic event were obtained. It was reported the patient¿s bg level was 41 mg/dl for approximately 1 hour. It was not specified if this value was a bg meter or cgm value. The patient was sweating and could not focus. The patient¿s daughter assisted the patient with the following treatment: (2) glucose tablets, (3) glucose gel packs, and (2) kitkat bars. It was also reported that the patient¿s sensor had been changed and the patient was ¿able to get correct bg readings on the ilet¿. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.